Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water valve was unable to be further specified. Moreover, no deformation of the valve was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.3 preparation and inspection of accessories¿ describes the following warning: "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." "1. Confirm that the holes of the valves are not blocked. 2. Confirm that the valves are not deformed or cracked. 3. Check for excessive scratching or tears in the spray and air/water valve¿s seals. 4. Confirm that the spray valve for torn." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported issue of " there seems to be foreign object in the back of the installation port of the gas feed button" (body fluids or filth leaked (or there was a risk of leakage) from the biopsy valve or air/water valve or suction valve or auxiliary water inlet" was not confirmed, however, inspection noted leak inspection testing failed. Air leak was observed , scratch on switch button 1 (sw1) was observed and due to scratch, watertighntess is lost. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. The angle wires become stretched. Adhesive on a-rubber (insertion section) has a chip. Adhesive on a-rubber has a crack. Right/left knob has a scratch. U/d knob has a scratch. Fe lever has a scratch. Fe knob has a scratch. Scope cover(sc cover) unit has a scratch. Electrical connector (el-connector) has discoloration. C-cover (distal end) has a scratch. S connector has a scratch. Grip has a scratch. Control unit has discoloration. Control unit has a scratch. Adhesive on a-rubber (bending section ) has a crack. Connecting tube and universal cord has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for device inspection with an issue of " there seems to be foreign object in the back of the installation port of the gas feed button" (body fluids or filth leaked (or there was a risk of leakage) from the biopsy valve or air/water valve or suction valve or auxiliary water inlet" . There was no patient involvement on this reported event. No user injury was reported.